Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction of the gastrointestinal videoscope had an e315 was confirmed. Based on the results of the investigation, the e315 was caused by corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope had an e315 (incompatible scope) appear. The issue occurred during inspection for use. There were no reports of patient harm.